Event description:
It was reported that while performing a primary total knee surgery and using the baseplate impactor/extractor, it was noticed that the little lever knob had broken off and seemed to have cold welded. Found broken lever arm on the operating room floor and both pieces will be returned for investigation. No delay in surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.